Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 40 mg/dl. The patient was delusional. The paramedics arrived to render treatment. For treatment, the patient was given fluids and unknown injection. The pod was worn between 24 and 36 hours on the abdomen. The pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.